Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged which caused loss of capture. A revision procedure was done to reposition the lead. No additional adverse patient effects were reported.